Event description:
It was reported that; doctor was putting the trial onto the trial handle. While doing so, the tip of the trial handle broke off and the tip is still lodged inside the trial.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. According to a material analysis performed the trial handle tip fractured from fatigue/normal wear and cantilever overload applied by the user. The surgical technique for slide indicates that while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Conclusion: the plausible root cause of the reported event is likely normal wear from extensive use and an overload applied by the user when attempting to detach the trial from the trial handle.

Event description:
It was reported that; doctor was putting the trial onto the trial handle. While doing so the tip of the trial handle broke off and the tip is still lodged inside the trial.